Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be determined. The instructions for use (IFU) identifies vessel or aneurysm perforation, intracerebral haemorrhage/intracranial hemorrhage. Vessel dissection, and death as potential complications associated with use of the device.

Event description:
It was reported that balloon-assisted coil embolization was attempted for an internal carotid artery (ica) aneurysm. Upon inflation of the balloon after placement at the treatment site, fluoroscopic imaging demonstrated the balloon protruding outside the ica. Extravasation was observed. Tamponade could not be completely achieved with the balloon; therefore, two flow diverters were implanted, which stopped the bleeding, and an external ventricular drain was placed. The patient died four (4) days after the procedure. The information available indicates the event was a rare, but well recognized complication associated with this type of procedure.